Event description:
It was reported to ventec that the device alarmed and then stopped providing ventilation output during use. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. The patient was placed on their backup device for support.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.